Event description:
It was reported that approx five weeks post stent implant, the pt presented with leg pain and a numb foot. Imaging demonstrated a section of the stent in the distal portion that was severely twisted, and also appeared to be fractured and elongated by approx 20-30mm. Thrombolysis was performed and a thrombolytic agent was administered. Another MFR's stent was then implanted within the area of stent twisting; however, suitable patency within the stent could not be established and a surgical fem-tp trunk bypass procedure was performed. The current status of the pt is unk.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.